Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer was hospitalized due to insulin over-delivery. Customer reported of forgetting to rewind after changing infusion set which caused customer to deliver 40 units of insulin. Customer followed up with healthcare professional and was fine. Customer declined assistance from helpline.